Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy and non-malignant pain. Whenever the device was on, it was constantly vibrating and causing issues. The patient stated that the stimulator was not working. It did not hold a charge and stayed dead. The last time the patient "asked, they told him he had an older battery." The patient wanted their device removed because it caused the patient a lot of pain and difficulty around the belt line with the battery which was irritating their back. The patient requested physician listings so that they could discuss explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.